Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer, too much space at the connection between the catheter connector and the pressure reducing sleeve. The devices were used on patients, there was no impact on the patient or hcp. No other information was provided. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a gap in the connector is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter was returned for evaluation. An initial visual observation of the photograph showed a groshong nxt catheter placed in a patient. No damage can be seen on the sample in the returned photograph. A gap is observed in the two-piece connector; however, the integrity of the connection between the two pieces of the connector could not be clearly seen or tested. While a gap in the two-piece connector is observed, no details of the gap or distinguishing features can be discerned from the photograph that could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, too much space at the connection between the catheter connector and the pressure reducing sleeve. The devices were used on patients, there was no impact on the patient or hcp. No other information was provided. It was reported this occurred with five devices. This report addresses the first device.